Event description:
A report was received that a patient stayed in the hospital following their vns device implantation surgery due to an increase in seizures above pre-vns baseline. At that time the device was still programmed off, and when the device was turned on 2 weeks after implantation, the patient's seizure frequency began to decrease. The patient's physician does not believe the device contributed to the patient's increase in seizures however did state that it is possible that the stress of the implantation surgery caused or contributed to the increase in seizures. It was stated that in clinic after the implantation, the patient's settings were titrated up and the diagnostics were within normal limits. No additional relevant information has been received to date.